Event description:
Info received on 10/26/06 indicates the original sling in vance was in 2005. Then 2006 the pt had diabetes and a tumefaction at the root of the scrotum with a fistula. He was treated with antibiotics 15 days and the symptoms disappeared; after 20 days the fistula appeared again. He was again treated for another 30 days, but the symptoms are still there, no resolution. Three months later, the mesh was removed.